Event description:
Customer reported a blank display. He stated that he had tried several new batteries and the display won't come back. Customer's blood glucose was 254 mg/dl. The customer was treated with 15 units of injection. Troubleshooting did not find any physical damage or moisture exposure to the insulin pump. The customer was also advised to insert a new aaa alkaline battery. The customer stated the blank display did not return. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. The unit was monitored and no blank display anomaly noted. No damage on the lcd isolation tape found. The device also was received with corroded battery tube and battery cap contact, cracked case at display window corners, and severely scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.